Manufacturer narrative:
Investigation summary: seven 10010454-0006 samples from lot 22055938 were received for investigation. One sample was received in opened packaging, with residual fluid present in the device; and six samples were received in sealed packaging. The feedback provided by the customer suggests leakage was detected from the smartsite. As part of the feedback the customer provided photographs; analysis of the photographs in addition to a visual inspection of the returned samples confirmed the customer's experience, as the smartsite component in all the returned devices were oval in shape rather than circular. Function testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; leakage was detected from the oval smartsite in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ low sorbing infusion sets leaked during use. The following information was provided by the initial reporter: "leaking smartsite connector".